Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No c

Event description:
It was reported that they experienced low blood glucose. Customer¿s blood glucose was 2.6 mmol/l. The insulin pump will not be returned for analysis.